Manufacturer narrative:
B3 date of event: 02/01/2026 used as approximate date as actual date is unknown. With all the available information, boston scientific concludes: device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the event. Device technical analysis: the returned product consisted of the opticross hd catheter. A visual inspection showed that the telescope and sheath were kinked. A microscopic examination showed that the guidewire exit port was damaged. A functional test was performed using a test guidewire. There was no indication of resistance in tracking the guidewire into the catheter. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications. Risk review: a review of the opticross hd hazard analysis was completed and confirmed that the event of device guidewire stuck was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: regarding the lifted exit port, this occurs due to friction between the edges of the exit port and the guidewire. This friction could be found during advancement of the device into patients anatomy due to the lesion characteristics, caused by the maneuvers of the user which could lead to an excessive friction that deforms the material. Since no deviations were found in the DHR review, it is most probable that the issue occurred during the procedure. Regarding the reported complaint, it was noticed that the sheath was severely kinked likely resulted from forces encountered during catheter advancement. Once the sheath has been kinked, a reduction of the mobility of the device is experienced, generating the reported issue. Telescope kinking is often caused by the action of external forces over the material, such bending forces could be found during the procedure, during the user's handling of the device, and mainly during telescoping action. A kink in the telescope can occur when advancing the transducer to the most distal section with the telescope function. This action causes a compressive force in the male telescope tubing that if not parallel to the friction from inserting the male into the female section, could bend the telescope and collapse the tubing, causing a kink. This investigation has been assigned an investigation conclusion code of adverse event related to procedure.

Event description:
It was reported that the catheter was stuck on the wire. An opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During the last run, the physician noted that the opticross catheter got stuck on the guidewire. The catheter and wire had to be pulled out together as one unit. There were no patient complications.

Manufacturer narrative:
B3 date of event: 02/01/2026 used as approximate date as actual date is unknown.

Event description:
It was reported that the catheter was stuck on the wire. An opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During the last run, the physician noted that the opticross catheter got stuck on the guidewire. The catheter and wire had to be pulled out together as one unit. There were no patient complications.